Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective flow sensor was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported a flow sensor failure preventing mechanical ventilation. There was no report of patient involvement.